Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # p57p08. Device analysis: the analysis results showed that the tx60g device arrived with no apparent damage and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open colectomy, two devices "weren't firing staples," and no staples were formed while firing. A third device was used to complete the case with no patient consequences.